Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the mid lad during index procedure. It is reported that approximately 2 months post index procedure the pt suffered a spontaneous gastrointestinal (gi) bleed. It is reported that there was an upper endoscopy carried out with cauterization. Investigator has indicated that event was not related to study stent or procedures. Pt was taking aspirin & clopidogrel 24 hours prior to the event.

Manufacturer narrative:
(B)(4). Evaluation, results: (gi bleed).